Event description:
A report was received that the patient will undergo a pocket revision procedure due to discomfort at the pocket site. The procedure will not take place at this time due to patient's preference.

Event description:
A report was received that the patient will undergo a pocket revision procedure due to discomfort at the pocket site. The procedure will not take place at this time due to patient's preference.

Manufacturer narrative:
Correction to initial MDR in field: additional information was received that the patient underwent the pocket revision and was reportedly doing well following the procedure.